Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager lock failed for past two weeks, required manual recovery and could not be able to manage to get meds from pharmacy during non-working hours. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock had failed. The field service engineer (fse) found that the smart remote manager had been failing intermittently. The fse tightened the connections, applied grease, and reseated the components before testing. The customer verified functionality. Preventive inspection was completed. The system functioned as intended after the field service engineer repaired the device.